Event description:
Reportedly the patient developed "significant pain and [is] required ... To visit [the] doctor frequently. [The patient is] worried things will get worse."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with following pre-op diagnosis: post laminectomy syndrome; lumbar degenerative disc disease; right l5-s1 radiculitis; left ls-s1 radiculitis; herniated nucleus pulposus right l5-s1. Patient underwent following procedures: posterior lumbar spinal fusion, ls-s1; transforaminal lumbar interbody fusion, l5-s1; revision laminotomy right l5-s1; bilateral outside in foraminotomy l5-s1 for decompression of exiting l5 nerve roots; laminotomy of left ls-s1 for decompression of s1 nerve root and removal of herniated disc; posterior lumbar spinal instrumentation, l5-s1; application of prosthetic device, ls-s1. The procedures involved use of allograft, autograft, rhbmp-2/acs. No intra-operative complications were reported.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.